Manufacturer narrative:
Pump was received with no button response due to flattened esc, act, down and up buttons dome switch. Inspected lcd connector and no unlocked connector noted. Unable to verify radio frequency communication anomaly, download anomaly or perform the self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had minor scratched display window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call that insulin pump was not able to upload and was receiving an error message from 2 percent to 10 percent. Customer attempted to upload a second time and issue was not resolved. Customer reported that no alarms were found. Customer's blood glucose was unknown, but reported that blood glucose had dropped to 60 mg/dl due to receiving too much insulin.